Manufacturer narrative:
The customer reported an unspecified failure. Visual inspection observed the female luer was cracked along its top and side. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Although damage was observed, functional testing was performed. Fluid from a lab syringe was pushed through. The fluid leaked from the crack. No other leak was observed. The device history record for set model me2017 could not be performed due to no lot number being provided. The root cause was not identified.

Event description:
An unknown extension tubing failure occurred. Although requested, there is no further information available.